Event description:
The device was used on a patient diagnosed as asystolic. When the operator attempted to administer a shock to the patient, the device allegedly lost power when the defibrillator began charging. Another battery was installed and again, the device allegedly lost power when the defibrillator began charging. There were no low battery alarms observed. CPR was administered until arrival at the hosp. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.